Manufacturer narrative:
A philips response center engineer (rce) obtained alarm logs from the central station, and screen images from the bedside monitor. Based on the information found in the alarm log, the device had alarmed for multiple spo2 alarms and desat alarm. The log shows these alarms as being silenced. Images of the review alarm screen from the bedside monitor show the alarms were silenced at the beside monitor. The customer biomed tested the device, and it was found to be working as specified and expected. Based on the information found in the alarm log, the device had alarmed for multiple desat alarms, and had been silenced during the reported time frame. The device remains at the customer site. The system corresponds to the manufacturer's specifications and is ready for clinical use. There was no malfunction of the device. A review of the central station alarm logs, and images of the review alarm screen from the bedside monitor, provided by the customer biomed found that the device had provided spo2 and desat alarms within the timeframe reported by the customer. The available information showed that the alarms were silenced at the bedside. The customer biomed had also tested the device, and found no issues; the device was found to be working as specified and expected.

Event description:
The customer reported that on (B)(6) 2017, a patient in bed (B)(6) had a cardiac event (patient coded), and the monitor should have triggered spo2 alarms during this entire time-frame of 9:19am to 9:35 am. The manager wants to determine if product or user issue. The device was in clinical use at the time of the event. It is unknown if the patient required additional treatment. The patient was transferred to the ICU.